Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker, ex-alcohol user, cesarean section, parity 3 and multi gravida. Concurrent conditions were listed as ovarian cyst, uterine fibroids and pelvic pain female. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (da vinci tlh/bs right ovarian cystectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): specimen submitted: uterus, cervix, bilateral fallopian tubes clinical history: female with pelvic and perineal pain. Final diagnosis: uterus, cervix, bilateral fallopian tubes: cervix with no significant histopathologic abnormalities. Inactive pattern endometrium. Leiomyomata. Benign paratubal cysts. Bilateral fallopian tubes with grossly identified intraluminal coils gross description: "uterus, cervix, bilateral fallopian tubes" is a 126 g 9.5 x 6 x 4.5 cm uterus with attached cervix and bilateral fallopian tubes. Both fallopian tubes have coils with in their lumens. The right fallopian tube is congested, fimbriated and is 8x 0.5 cm. There is a 1.4.cm greatest dimension paratubal cyst filled with serous fluid. The left fallopian tube is congested and fimbriated and is 6.5 x 0.5 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker, ex-alcohol user, cesarean section, parity 3 and multi gravida. Concurrent conditions were listed as ovarian cyst, uterine fibroids and pelvic pain female. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (da vinci tlh/bs right ovarian cystectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): specimen submitted: uterus, cervix, bilateral fallopian tubes. Clinical history: female with pelvic and perineal pain. Final diagnosis: uterus, cervix, bilateral fallopian tubes: cervix with no significant histopathologic abnormalities. Inactive pattern endometrium. Leiomyomata. Benign paratubal cysts. Bilateral fallopian tubes with grossly identified intraluminal coils. Gross description: "uterus, cervix, bilateral fallopian tubes" is a 126 g 9.5 x 6 x 4.5 cm uterus with attached cervix and bilateral fallopian tubes. Both fallopian tubes have coils with in their lumens. The right fallopian tube is congested, fimbriated and is 8x 0.5 cm. There is a 1.4.cm greatest dimension paratubal cyst filled with serous fluid. The left fallopian tube is congested and fimbriated and is 6.5 x 0.5 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.